Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation. The device was evaluated. There is unknown dust/ dirt contamination present on all surfaces of the base unit. There is an unknown residue and debris around the ui keypad. There is an unknown dust contaminate present at the air inlet. The internal aspect of the device was inspected. There is unknown debris in the tracks of the ui panel.there are mineral deposits present on the motor casing and within the blower housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller and rear panel o ring. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that device did not produce enough air pressure as the there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.